Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anispmastia manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female patient who underwent breast surgery with two 475cc mentor smooth round moderate profile saline breast implants experienced right sided capsular contracture baker grade unknown, right sided deflation and left sided ptosis post procedure as a result, patient underwent bilateral removal and replacement with a 420-500cc mentor high profile saline breast implant on (B)(6) 2020. This medwatch form is for the left breast prosthesis.